Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue not duplicated upon testing is the b30 scope communication error was received. Upon testing, the device had loss of image upon wiggling of the pigtail. Since eight years or more have passed since the device was manufactured, the lock and pins of the receptacle unit could have worn out due to repeated use for a long time, resulting in failure. As a result, the electrical contact of the connector becomes unstable, it interferes with the image transmission between the scope and the video processor, and image absence occurred. Though not duplicated upon testing, it is likely that the b30 error occurred due to the degradation of the video signal cable between cv-190 or the degradation of the scope control signal line in cv-190 from clv-190 of the 190 scope path. This could have prevented stable communication between the scope and the video processor at the time, and a b30 error has occurred. The instructions for use includes the following statements that can prevent the connector issue and the b30 error issue: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur

Manufacturer narrative:
Due diligence was executed for this event. Other devices used with the cv-190 was the proper light source and monitor. They were compatible with the cv-190. Supplemental report(s) will be filed as any further information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was not confirmed. Upon inspection and testing, the user complaint of the scope detection b30 error could not be duplicated with test cf-hq190l, ltf-s190-5, ltf-vh, gif h-180 and gif-q180 scopes. However, there was worn out video connector latch causing loss of image when wiggle the pigtail. Other observations were, corrosion on picture-in-picture (pip) connector, and missing text on front panel.

Event description:
As reported for this event, during set up for an unknown procedure a b30 scope detection error was received. There is no patient involvement and no harm reported to any patient. This issue caused no delay to the intended procedure. Connection was secure. There were no corrosions or bent pins in the connector, no resistance when inserting the connector into the port, no foreign objects such as dust or lint and no abnormalities noted. The scope was physically able to be inserted into the port, connections and cables were checked and secure and all the settings were checked and found to be correct.